Event description:
After a transoral incisionless fundoplication (tif) procedure, the patient was in recovery. Later that evening, the patient began to feel nauseous. He was brought back to the operating room for post op bleeding and was given a blood transfusion. Exploratory laparoscopy and endoscopy indicated no continued blood loss, however approximately a liter of blood was removed from the stomach. The patient was kept for observations for 6 days then discharged. The patient is doing well and is symptom free with no reflux symptoms.

Manufacturer narrative:
Device evaluated by manufacturer?no allegation of product malfunction and the device was disposed of per the hospital's standard operating procedure and is not available for an evaluation.